Manufacturer narrative:
The insulin pump was received with no down button response due to corroded keypad traces. No button error alarms or moisture damage inside pump noted. The device had minor scratches on the display window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, and cracked battery tube threads.(B)(4)

Event description:
Customer reported via phone call, he was kayaking and the insulin pump alarmed button error. Customer's blood glucose was unknown. Customer didn't recall any other significant event which may have caused the device to alarm, other than kayaking. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.